Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned instrument case found the lid and tray to be broken and the base to be delaminating. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument case found the lid and tray to be broken and the base to be delaminating. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the interior instrument pan was broken. Needs replacing. No surgery. No patient.